Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer treated low bg (information not provided). Customer turned pump off as customer "wanted to sleep". The next day customer turned pump back on and insulin delivery was resumed. No further issues occurred. Customer's bg was in the 200 mg/dl range. Customer declined to provide further information regarding the low bg.